Manufacturer narrative:
Device evaluated by manufacturer: a 38 x 3.00 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent damage with stent strut rows from the mid to proximal stent regions misaligned. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15sep2021. It was reported that a stent could not cross the lesion. A 50% stenosed target lesion was located in the none tortuous and none calcified left anterior descending (lad) artery. A 38mm x 3.00mm promus premier select drug-eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. Vascular access was obtained via the femoral artery. The stent was advanced, but could not pass the lesion. The procedure was completed with another of same device. There were no patient complications and the patient was good post procedure. However, returned device analysis revealed stent damage.